Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative checked connection and impedance check and reprogramming appointment. Impedance on electrode 2 went from 29820 at the beginning of the appointment and by the end of the appointment was 40000. The connection check at the end of the appointment also showed a red x on one of the contacts in the 0-7 lead. No known contributing factors. Rep  successfully reprogrammed around impedance/connection issue.